Event description:
It was reported that balloon rupture occurred. A 3.50mm x 15mm nc emerge balloon catheter was advanced for dilatation. However, during the second inflation at nominal pressure, the balloon ruptured. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Event description:
It was reported that balloon rupture occurred. A 3.50mm x 15mm nc emerge balloon catheter was advanced for dilatation. However, during the second inflation at nominal pressure, the balloon ruptured. The procedure was completed with another of the same device. No patient complications were reported and the patient status was stable. It was further reported that the target lesion has 75% stenosis and was located in the non-tortuous and mildly calcified middle right coronary artery. The balloon was inflated at 15 atmospheres each inflation for 10 seconds respectively.

Manufacturer narrative:
Updated b5: describe event or problem.